Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation regarding the reported defect of air bubbles trapped inside the gel of bd vacutainer® gel tubes. The evaluation of the photos confirmed the customer¿s indicated failure mode, air bubbles are seen in the gel in the tubes. This issue can occur during manufacturing processes such as mixing, pumping, and dispensing. Additionally, environmental and shipping conditions may influence the occurrence of air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 11 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 18-feb-2026. Investigation summary: bd received 11 samples and 3 photos for investigation. The evaluation of the samples and photos confirmed the indicated failure mode; air bubbles are seen in the gel in the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 11 tubes contained gel air bubbles. There was no health impact or consequences reported.